Event description:
It was reported that during an attempted firmware upgrade, the pacemaker exhibited backup vvi. The patient was mildly symptomatic due to lack of atrial pacing. After device download, normal device function was restored. The physician elected not to upgrade the firmware. The patient was fine during and after the device reprogramming.